Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the ok keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: the "ok" button was found to be under responsive. Visable moisture corrosion was observed in the battery compartment. A battery compartment crack was found above the grip pad. A leak test failed due to the battery compartment crack. The keypad was removed; no damage was found to the button contacts or keypad flex cable. The pump was opened; there was moisture corrosion found on the keypad flex cable. Moisture was also found on battery housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.